Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report. Date received by manufacturer. Follow-up number. Follow up type. Evaluation codes.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier: patient's identifier unknown/ not provided. Age or date of birth: patient's age unknown/ not provided. Weight: patient's weight unknown/ not provided. Date of event: date of the event unknown. Brand name: device brand name unknown. Procode: device product code unknown. PMA/510k: 510(k) number unknown. Device evaluated by MFR: product not returned to manufacturer.

Event description:
It was reported that the unknown biomet screw fractured.